Event description:
It was reported that the patient experienced shocking, but that the entire event was previously reported in the related MFR. Report # 3004209178-2012-04549. Any additional information received will be included in this zreport.

Manufacturer narrative:
Concomitant products: product ID 389033, lot# j0306763v, implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
Additional information received reported that the patient was reprogrammed and the patient reported no change. No other diagnostics were performed. The patient was eventually revised after admitting she 'did not like to be bothered with recharging.' She also reported pain with recharging. The patient's managing physician determined that the pain was due to the placement of the stimulator over the sciatic nerve. Any additional information will be included in a supplemental report.